Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had the concurrent procedure of cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced vaginal bleeding, pelvic pain, pain during intercourse, erosion, and recurrent incontinence. It was reported that patient underwent excision of exposed, eroded mesh and cystoscopy on (B)(6) 2010 due to vaginal sling erosion and stress urinary incontinence. It was reported that patient underwent insertion of sparc pubovaginal sling and cystoscopy on (B)(6) 2011 due to stress urinary incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.